Event description:
It was reported that while using the ifs laser the surgeon burned his forearm. No additional information was provided.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Reporter telephone number: (B)(6). Device evaluation: the field service engineer evaluated the system and performed over 20 using an infrared viewer - used for observing laser beam - did not find any laser beam/reflections outside of the cone area, excluding direct below cone of course. Thus not able to re-create the burn. No shutter errors in logs either. Performed 3 month preventative maintenance (pm) and completed ifs preventive maintenance task list checks, adjustments and calibrations as part of pm. System meets all jjsv specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: the surgeon is the only one reporting this problem as no other surgeon using the same system is experiencing it. A field service engineer (fse) visited the surgeon to observe procedures. The fse observed 17 procedures and the red mark in the surgeon¿s forearm did not occur. It was stated that when the surgeon wears the long sleeve surgical gown during the surgery the mark does not show but if he does not use it (long sleeve surgical gown) the mark shows up. It was discussed the possibility of the red mark occurring due to the cleaning products used to wipe the chair armrests. Based on the facts the surgeon agreed that this was a possibility, and he plans to cover the chair armrest with a sterile cloth. Upon review of all the available information there was no device misfire and this case is no longer considered a reportable event. The account confirmed that the reported issue was not linked to or caused by the johnson & johnson device. Therefore, this supplemental filing is to state that this event is not reportable per additional information received and no further information will be provided as issue was due to use error. H6 - type of investigation 4111 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Corrections: based on the new information above the following corrections are being submitted: h6 - component code 4755 h6 - health effect - clinical code 4582 h6 - medical device problem code - 3191 there is no indication the device had a problem based on the latest information.